Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted and after 5 minutes in use, the pump alarmed "helium leak". Pink material was noticed in helium chamber indicating there was blood in the catheter and the balloon burst. As a result, the intra-aortic balloon (iab) was replaced with another iab. Patient outcome: reported as fine. Patient's height 172cm. There was no reported patient death, serious injury or complications to the patient.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab "helium leak" is confirmed. The iab was confirmed with a leak from the bladder membrane, and the damage is consistent with contact from a sharp. The root cause is undetermined, but a potential cause of how the catheter came into contact with a sharp is due to customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the catheter was inserted and after 5 minutes in use, the pump alarmed "helium leak". Pink material was noticed in helium chamber indicating there was blood in the catheter and the balloon burst. As a result, the intra-aortic balloon (iab) was replaced with another iab. Patient outcome: reported as fine. Patient's height 172cm. There was no reported patient death, serious injury or complications to the patient.